Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was symptomatic with low pulsatility index (pi). The system controller was unable to give a flow reading. The patient had a similar thing happen a few weeks prior where they woke up in the middle of the night with low pi and the system controller could not give a flow reading. Although there were no alarms, it was presumed that the patient had low flows. The patient was found to be in sustained ventricular fibrillation upon arrival at the hospital and was successfully cardioverted. The patient had a history of ventricular tachycardia prior to the implant of the left ventricular assist device (lvad). The patient had previously had an implanted cardioverter-defibrillator (ICD), but did not have one at the time of the event due to lead infections. A review of the log files by technical services found pi events that occurred from (B)(6) 2022 from 05:39 - 10:48. It was also noted that if the flow estimate falls outside of the expected operational range, the pump flow will not be displayed to prevent the display of inaccurate flow information. Flow information was displayed once the patient was back in a normal rhythm.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported arrhythmia could not be conclusively established through this evaluation. A review of the submitted log file found that the pump maintained the fixed speed without issue. Of note, there were several pi events that filled the majority of the file and would have overwritten older data, per design. Multiple flow estimator low and blank flow flags were also captured, per design, to prevent the display of inaccurate flow information when the estimated flow fell outside of the expected operational range or acceptable linear region. The system appeared to be operating as intended, and there were no notable alarms active in the log file. The patient remains ongoing on (B)(6) with no further reported issues at this time. The heartmate ii lvas instructions for use (IFU) lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate ii lvas. The IFU also instructs that the system controller also monitors the flow estimate, compares it to the known operational range of the pump, and verifies that for the given speed and power, the flow predicted is within physiological conditions. If the flow estimate falls outside the expected operational range or acceptable linear region, the pump flow box displays "+++" or "- - -". This prevents the display of inaccurate flow information. Additionally, the IFU explains that the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility. Lower values indicate less ventricular filling and lower pulsatility. It is also noted that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. These types of pi events are more likely to be triggered in cases of low pulsatility. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 "introduction" of this document lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate ii lvas. This section also explains that the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (ie, the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (ie, the pump is providing greater support and further unloading the ventricle). Section 4 ¿system monitor¿ instructs that the system controller also monitors the flow estimate, compares it to the known operational range of the pump, and verifies that for the given speed and power, the flow predicted is within physiological conditions. If the flow estimate falls outside the expected operational range or acceptable linear region, the pump flow box displays "+++" or "- - -". This prevents the display of inaccurate flow information. This section also notes that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. These types of pi events are more likely to be triggered in cases of low pulsatility. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 26mar2013 via customer order (B)(4). No further information was provided. The manufacturer is closing the file on this event.